Event description:
It was reported that shaft break occurred. A 2.75 x 38mm synergy shield drug-eluting stent was advanced for treatment. However, upon in attempt to advance, it was noticed that the stent appeared to be rigid and the shaft was broken. Fortunately, the hypotubes distal portion remained close to the entry site, and the device was completely removed. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.75 x 38mm synergy shield drug-eluting stent was advanced for treatment. However, upon in attempt to advance, it was noticed that the stent appeared to be rigid and the shaft was broken. Fortunately, the hypotubes distal portion remained close to the entry site, and the device was completely removed. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.75 x 38mm synergy shield drug-eluting stent was advanced for treatment. However, upon in attempt to advance, it was noticed that the stent appeared to be rigid and the shaft was broken. Fortunately, the hypotubes distal portion remained close to the entry site, and the device was completely removed. The procedure was completed with a different device. There were no patient complications reported.